Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer declined troubleshooting and reset the pump. Customer continued using the pump for insulin therapy.